Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the distal left anterior descending artery with moderate tortuosity and moderate calcification. A 2.75 x 15 mm xience xpedition stent was deployed when a dissection was observed. The dissection was treated with a 2.75 x 15 mm xience prime stent, ending the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.